Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.0x28mm promus element stent "got lifted up" before the stent was placed in the rca. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.